Manufacturer narrative:
One advisor¿ hd grid mapping catheter, sensor enabled¿ was received for investigation. The catheter was inserted and withdrawn from a stock 8.5f agilis sheath with no resistance or anomalies noted. Visual inspection on the complaint device noted the distal coupler was shifted causing the spline material to be compressed in the direction of the shift. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced coupler is consistent with damage during use.

Event description:
This event is being reported based on the analysis of the returned device.